Event description:
It was reported by end user that the 9201 wheel chair brake is broken and will not hold on the right side. He states he doesn't know how the issue occurred and thinks this happened by the air line during transport.